Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in the past, patient had an implant and the day after implant they fell and everything had to be taken out. Patient wrecked their back and had compression fractures from the fall. Patient stated they fell over backwards trying to answer the telephone. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient stated that they were still having more leakage in early morning. Pt states trying different programs and different settings for about the last 6 weeks. Last night patient was on program 4 at 4.5 but the stimulation was getting uncomfortable so patient decreased to 4.1. No further complications were noted nor anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.